Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not boot. The power supply was tested successfully, but the issue was with drawer. After unplugging it was found that drawer 4, sub drawer 1, enhanced half-height cubie drawer was causing the station not to boot. A field service engineer (fse) replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a the device is on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.